Event description:
It was reported that guidewire and catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A .035 magic torque guidewire was used with a 7x100, 130cm eluvia self-expanding stent. During the procedure the guidewire became stuck within the stent delivery system and could not be removed. The magic torque guidewire and the eluvia stent delivery system were removed together as one unit. The procedure was then completed using a new guidewire and a 7x40mm eluvia stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was received for analysis. It was observed that the blue sleeve had several kinks along the device. Additionally, the spring tip was bent. The outer diameter dimensions were found within specification.

Event description:
It was reported that guidewire and catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A .035 magic torque guidewire was used with a 7x100, 130cm eluvia self-expanding stent. During the procedure the guidewire became stuck within the stent delivery system and could not be removed. The magic torque guidewire and the eluvia stent delivery system were removed together as one unit. The procedure was then completed using a new guidewire and a 7x40mm eluvia stent. No patient complications were reported.